Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the constant air in line caused by low fluid readings on the ultrasonic sensor due to a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had a constant air in line alarm in the medical/surgical care area. It was also reported that there was no pt injury.